Manufacturer narrative:
UDI: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported products were used in the revision for the spinal canal stenosis, covering l4-s1, on (B)(6) 2017. In order apply pps (percutaneous pedicle screw) system, the surgeon tried to insert a cfs screw 8.0mm (part number unknown) with the reported viper2 t20 hexlobe driver shaft (286725020; lot number either ag2098256 or ag2098253). But, the tip of the driver shaft was stripped. So, he replaced it with another driver shaft (286725020; lot number either ag2098256 or ag2098253). Then, the tip of this driver shaft broke again. Although the fragment fell off the body, he removed the cfs screw 8.0mm with a backup universal poly driver (part number unknown) and removed the fragment. At last he inserted a cfs screw (part number unknown) with the universal poly driver. By examining x-ray images, he confirmed no fragment was left in the body. The surgery was delayed for ten minutes. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Viper2 t20 hexlobe driver shaft [product code: 2867-25-020] was returned to the customer quality unit (cqu) for evaluation. Visual examination at the macroscopic level revealed that the distal tip for lot number ag2098253, exhibited a fractured tip. The fracture analysis report noted that the fracture surface reveals plastic deformation and a rough grainy texture across the entirety of the surface. This suggests that the distal tip of the driver underwent a quasi-static overload failure. No material defects or other abnormalities were observed in this analysis. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the driver shaft tip becoming fractured cannot be positively determined. However, the fracture analysis report suggests that the distal tip of the driver underwent a quasi-static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.